Event description:
It was reported by the customer that the PICC leaking and found to have a hole at the 10cm mark. There was no immediate patient injury but the patient had vesicant medication infusing through PICC at time of observation of leaking PICC. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The products returned for evaluation were two 5fr tl powerpicc catheters (unit 01 and unit 02). A gross visual inspection of the two returned catheters found that a longitudinally aligned tear was present between the 1cm and 3cm depth markers in unit 01, and a longitudinally aligned tear was present between the 2cm and 4cm depth markers. Surrounding the tear site, in both units, was deformation of the catheter tubing, giving the tubing an oblong shape. The tears in both catheters were aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear sites found that both fractures had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location in both units. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that both units experienced compression damage, leading to tensile stress to form along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.